Event description:
It was reported that the patient experienced low blood glucose with readings of 75 mg/dl followed by 62 mg/dl after a partial breakfast, then recovery to 114 mg/dl and 137 mg/dl after taking oral glucose and proceeding with the day. Symptoms included hypoglycemia. Outcomes included return of glucose to the normal range without emergency care or hospitalization. Investigation included a review of the event details and counseling on standard hypoglycemia treatment, with educational materials provided. Investigation of this case revealed no device malfunction reported and an unclear cause of hypoglycemia given limited context around meal composition, timing, and insulin dosing. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.